Event description:
It was reported that following a spinal cord stimulation (scs) implantable pulse generator (ipg) upgrade, the patient had an allergic reaction to antibiotics. The patient was given appropriate care, sent to home and reportedly doing well.